Manufacturer narrative:
Product event summary:the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that a warning occurred for high impedance on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. Lead was replaced. Bradycardia was reported as a result of this event. No further patient complications have been reported as a result of this event.